Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-03155. It was reported that the patient developed an infection at their lead site. As a result, the patient's system was explant and was given IV antibiotics. Issue has been resolved.